Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are unconfirmed since the device was not returned for analysis. Based on the information received, the cause of the reported incident remains unconfirmed.

Event description:
It was reported that the patient presented for a follow up in clinic. It was observed that numerous right ventricular oversensing episodes were observed on stored data and showed up in the near field channel triggering the secure sense algorithm. Isometric testing was performed and no specific exercise generated the signals though some oversensing was noted while in clinic. Sensing measurements had varied greatly over the last year. Lead monitoring was recommended. The patient was stable.